Event description:
It was reported that a shaft break occurred. A 6f guidezilla catheter guide extension was selected for use. During the procedure, it was noted that the front of the device was fractured. The device was removed normally. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
(B)(6). During product analysis, the returned device presented no damage that could be related to the reported event. Therefore, the reported complaint is not confirmed. Additionally, the shaft flattened found during the analysis could not have contributed to reported issue.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a shaft break occurred. A 6f guidezilla catheter guide extension was selected for use. During the procedure, it was noted that the front of the device was fractured. The device was removed normally. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure.